Manufacturer narrative:
Investigation: 1 actual sample was received for investigation. The 1 actual sample were subjected to visual inspection to check for insufficient epoxy. For the 1 actual sample, observed traces of epoxy on only one side of the cannula and no epoxy on the hub. There is a vision system at the assembly machine to detect missing cannula and reject the part. The nonconformance might have happened on the reject station due to a worn out valve. Based on the investigation, there is no issue with the extension of cylinder to reject the part, however, during the retraction there is a delay in the return action of the cylinder piston and hence cause the part to be rejected wrongly. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It has been reported that one bd syringe¿ luer slip with needle has been found with the needle separating from the syringe during use. The following has been provided by the initial reporter: after injection, it's noticed that the needle pulled out of hub during pull needle, the needle still stay at the patient's body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd syringe¿ luer slip with needle has been found with the needle separating from the syringe during use. The following has been provided by the initial reporter: after injection, it's noticed that the needle pulled out of hub during pull needle, the needle still stay at the patient's body.